Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported, right side capsular contracture, baker grade iii/IV. Healthcare professional later reported, "baker grade iii". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side capsular contracture baker grade iii/IV. Healthcare professional later reported "baker grade iii." Device has been explanted.

Manufacturer narrative:
The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection (early onset).

Event description:
Patient reported right side capsular contracture baker grade iii/IV. Healthcare professional later reported "baker grade iii". Patient later reported via sus voluntary event report (mw5159667) and (mw5159668) "serious infection two weeks after implant requiring ER assistance. Cleared that via IV antibiotics but within 6 months began having multiple serious issues - rapid kidney function decline from 100 to 60, positive anas (antinuclear antibodies), eosinophil counts skyrocketed to 16.9% and various other issues including hair loss, acne, numbness and extremely dry eyes. Multiple doctors recommended I have implants removed. Too many to add via this form." The events of "rapid kidney function decline from 100 to 60, and various other issues including hair loss, acne, numbness and extremely dry eyes" are not device related. Later, healthcare professional reported "post augmentation infection requiring hospitalization". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5a, a6, b3, b5, d9, e4, g2, h2, h3, h6. In response to FDA report number: mw5159667, mw5159668. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ infection (early onset):unable to observe since it is not related to the device. ¿ varied injuries-ndr:unable to observe since it is not related to the device. ¿ sensation increase/decrease-ndr: unable to observe since it is not related to the device. Additional observations: ¿ deformation device observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side capsular contracture baker grade iii/IV. Healthcare professional later reported "baker grade iii". Patient later reported via sus voluntary event report (mw5159667) and (mw5159668) "serious infection two weeks after implant requiring ER assistance. Cleared that via IV antibiotics but within 6 months began having multiple serious issues - rapid kidney function decline from 100 to 60, various other issues including hair loss, acne, numbness and extremely dry eyes. Multiple doctors recommended I have implants removed. Too many to add via this form." The events of "rapid kidney function decline from 100 to 60, and various other issues including hair loss, acne, numbness and extremely dry eyes" are not device related. Later, healthcare professional reported "post augmentation infection requiring hospitalization". Device was explanted.